Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump had minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 224 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.